Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is j&j company representative. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrixmand/thrx scrwdrvr bld s-retain-md was found to be stripped and twisted from the distal tip. A dimensional inspection for the matrixmand/thrx scrwdrvr bld s-retain-md was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to mating device (screw) not being returned. The complaint condition was not able to be replicated. The failure mode of will not hold/retain is likely the result of the condition distal tips as identified during the visual inspection. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrixmand/thrx scrwdrvr bld s-retain-md would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: n/a. Device history: part # 03.503.071, synthes lot #: u166989, supplier lot # u166989, release to warehouse date: 09 apr 2013, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that on an unknown date during testing, screwdriver blade tip was discovered bent and wont retain screw. The spots that hold screws were worn and screw drop into place not allowing it to come out was also discovered. Multiple devices were discovered with the issue. There was no patient outcome/consequences reported. Concomitant device reported. Unk - screws: matrixmandible (part# unknown; lot# unknown; quantity: unknown). This is report 2 of 8 for (B)(4). This report is for matrix screwdriver blade.